Event description:
It was reported that the patient expired after an implant duration of 0.3 month, secondary to post op. Multiple organ failure. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.